Event description:
Phaco cataract extraction case, new iol (intraocular lens) inserted, at that time it was noticed that the haptic on the lens was cracked/broken/defective. Surgeon removed defective lens from patient and new iol was placed. Surgeon stated no harm was done to patient and that the entire lens was removed from patient prior to new one being placed.